Event description:
Patient remained stable and was even hypertensive during the lead extraction procedure. There was no indication of an injury while extracting the rv lead. Upon insertion of wire for re-implantation of a new lead, the wire coiled up on itself around the right atrium (ra). When re-advanced, visualization showed the wire going into the pericardium. The patient's blood pressure began to drop, and a pericardiocentesis was performed, chest compressions began, and blood was administered. A sternotomy followed, and a small perforation of the svc/ra junction was discovered. One stitch repaired the area; however, after repair, it was noted the patient's abdomen was becoming distended, indicating another bleed. Sternotomy incision was extended to groin, a small perforation was found on or near the liver, and was successfully repaired. It was believed the liver perforation was caused from attempting pericardiocentesis at the same time chest compressions were being performed. (B)(6) is not the manufacturer nor importer of the wire used for re-implantation of a new lead (resulting in the svc/ra perforation), nor the pericardiocentesis device (resulting in the liver perforation). The manufacturer of these devices is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5149748.